Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) user's test strip had poor fill.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. Customer stated he only tests three times a week. Customer stated he had not been using the meter for a while. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/18/2018. Customer did not remember the open vial date. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: a 40mg/dl (B)(6)2017 03:24 pm fasting: yes. A lo (B)(6)2017 02:17 pm fasting: yes. A 42mg/dl (B)(6)2017 04:28 pm fasting: yes. A 30mg/dl (B)(6)2017 04:28 pm fasting: yes. A lo (B)(6)2017 04:28 pm fasting :yes. Memory concerns: customer is concern with all these results. Customer states that the meter is giving results low results.